Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump battery. Customer replaced the usb cable to resolve the issue. There was no reported impact to customer's blood glucose.